Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)") and post procedural haemorrhage ("bleeding after hysterectomy") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), the first episode of dyspareunia ("pain during intercourse"), cyst ("cysts"), the first episode of alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection urinary"), cystitis ("infection bladder"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), cystocele repair ("cystocele repair"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), the second episode of alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, the last episode of dyspareunia, vaginal discharge and abdominal pain lower had resolved and the genital haemorrhage, post procedural haemorrhage, cyst, vaginal infection, bladder disorder, urinary tract disorder, cystocele repair, fatigue and the last episode of alopecia outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, cyst, cystitis, cystocele repair, fatigue, genital haemorrhage, menorrhagia, pelvic pain, post procedural haemorrhage, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of alopecia, the first episode of dyspareunia, the second episode of alopecia and the second episode of dyspareunia to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2014 and (B)(6) 2015. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and medical record received: reporter information, patient details, product information and event information: abnormal bleeding (general), bleeding after hysterectomy, abnormal bleeding (vaginal), menorrhagia, infection urinary, infection bladder, vaginal infection, bladder problems or changes, urinary problems or changes, cystocele repair, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, hair loss, lower abdominal pain, did not undergo an essure confirmation test were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)') and post procedural haemorrhage ('bleeding after hysterectomy') in a 36-year-old female patient who had essure (batch no. 628191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included prediabetes, blood pressure high, kidney stones, pelvic pain female, intramural leiomyoma of uterus, paratubal cyst, cervicitis and female sterilisation. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included cervicitis, corpus luteum cyst, ovarian cystadenoma, uterine fibroid, ovarian cyst, urinary incontinence, stress incontinence, prolapse, uterine enlargement and adenomyosis. Concomitant products included ibuprofen and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. In 2014, the patient experienced cyst ("cysts/cyst by the coils"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), the first episode of dyspareunia ("pain during intercourse/pain during intercourse"), the first episode of alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection urinary"), cystitis ("infection bladder"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), the second episode of alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain") and underwent cystocele repair ("cystocele repair"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, the last episode of dyspareunia, vaginal discharge and abdominal pain lower had resolved and the genital haemorrhage, post procedural haemorrhage, cyst, vaginal infection, bladder disorder, urinary tract disorder, cystocele repair, fatigue and the last episode of alopecia outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, cyst, cystitis, cystocele repair, fatigue, genital haemorrhage, menorrhagia, pelvic pain, post procedural haemorrhage, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of alopecia, the first episode of dyspareunia, the second episode of alopecia and the second episode of dyspareunia to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2014, (B)(6) 2015. Plaintiff underwent total laparoscopic hysterectomy, right salpingo-oophorectomy and bilateral uterosacral ligament fixation. Each fallopian tube with 4 coils exposed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)') and post procedural haemorrhage ('bleeding after hysterectomy') in a 36-year-old female patient who had essure (batch no. 628191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included prediabetes, blood pressure high, kidney stones, pelvic pain female, intramural leiomyoma of uterus, paratubal cyst, cervicitis and female sterilisation. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included cervicitis, corpus luteum cyst, ovarian cystadenoma, uterine fibroid, ovarian cyst, urinary incontinence, stress incontinence, prolapse, uterine enlargement and adenomyosis. Concomitant products included ibuprofen and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. In 2014, the patient experienced cyst ("cysts/cyst by the coils"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), the first episode of dyspareunia ("pain during intercourse/pain during intercourse"), the first episode of alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection urinary"), cystitis ("infection bladder"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), the second episode of alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain") and underwent cystocele repair ("cystocele repair"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, the last episode of dyspareunia, vaginal discharge and abdominal pain lower had resolved and the genital haemorrhage, post procedural haemorrhage, cyst, vaginal infection, bladder disorder, urinary tract disorder, cystocele repair, fatigue and the last episode of alopecia outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, cyst, cystitis, cystocele repair, fatigue, genital haemorrhage, menorrhagia, pelvic pain, post procedural haemorrhage, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of alopecia, the first episode of dyspareunia, the second episode of alopecia and the second episode of dyspareunia to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2014, (B)(6) 2015. Plaintiff underwent total laparoscopic hysterectomy, right salpingo-oophorectomy and bilateral uterosacral ligament fixation. Each fallopian tube with 4 coils exposed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 23-nov-2020: mr received: lot number, medical history, patient demographic were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), cyst ("cysts") and alopecia ("hair loss"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, cyst and alopecia outcome was unknown. The reporter considered alopecia, cyst, dyspareunia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.